Event description:
Information was received from a consumer regarding a patient with an implantable pump containing clonidine and bupivacaine for spinal pain indications. It was reported that the patient stated that they finally had the pump in their back and wanted to use the personal therapy manager (ptm) but it would not work. Patient stated that they were getting no device found on the handset. An agent had the patient toggle off and back on the bluetooth and location settings, as well as cleared the patient data service (pds) app. They restarted the handset and communicator. The issue was not resolved through troubleshooting. An email was sent to the repair department.

Manufacturer narrative:
D9. Concomitant product listed in d10 was returned and available for evaluation. D10. Section d information references the main component of the system. Other relevant device(s) are: product ID: tm90t0, serial/lot #: (B)(6), ubd: 04-jan-2025, UDI#: (B)(4). Product type: accessory. H3. Analysis identified the micro usb charge port was loose on visual observation. Electrical failure was noted; "(B)(4). /push button led on/0/bool/1/". The device was taken out of service/scrapped. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.